Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble recharging their implant and the issue began about a month ago. Patient stated they used to have to recharge their implant every other day or every 3 days at the most and now it had been over 5 days and the implant only charged to 30%. Patient stated the controller would do things like show that it wasn't charging at all for 30 minutes and then all of a sudden it would say 50%. Patient mentioned that the other day the implant was painful when they were laying down and it has gotten better but were curious if that was normal; agent reviewed information. Patient asked what to do if their issue persists; agent reviewed information. During the call agent walked patient through a controller reset; patient confirmed controller powered on. Agent asked patient if there was any damage to the recharger and patient confirmed there was no damage. Patient then connected the recharger and confirmed recharging good. Controller was at 90% and implant was at 30%. Agent reviewed with patient everything appears to be working as intended. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. Patient provides a timeline: (B)(6) 2024 met with doctor for trial implant. (B)(6) 2024 trial begins. (B)(6) 2024 trial implant removed. It didn't feel like there was enough time or information for just oneweek. Others wise it went well. (B)(6) 2024 implant was installed. Immediately upon having the surgery there was intense pain in stomach. Doctor said it was a normal or common occurrence. (B)(6) 2024 met with doctor's office and manufacture representative to turn device on. Still having abdominal and back pain. (B)(6)? Called doctor's office about continuing pain. Replied the device is pressing against a nerve so they suggest to live with it or take it out. (B)(6) before the end of (B)(6) the patient met with two separate manufacturer representatives to try to dial in the device. Not much luck in helping the patient's feet. Still having pain in abdomen and back. (B)(6) 2024 patient turned the device off. No difference in pain in feet. (B)(6) 2024 discuss taking it out with my primary physician. Note: have had a series of issues with the controller charging, for instance it with start changing and location would say excellent on controller. After 45 minutes and not moving the controller would say no device found. It's been a constant battle with the controller. Discussed this with three different manufacturer representatives. Additional information from the patient indicated that the issue is not yet been resolved. The device is scheduled to be removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.